Event description:
On (B)(6) 2008, this pt underwent treatment for a thoracic aortic arch aneurysm and was implanted with a gore tag thoracic endoprostheses. Prior to the tag implantation, a debranching surgery was performed from the ascending aorta to the brachiocephalic artery, left common carotid, and left subclavian artery with vascular grafts. The pt tolerated the procedure with no evidence of endoleak. On (B)(6) 2008, the pt experienced a cerebral infarction. The pt was administered medication and began rehabilitation. Medication details are unk. On (B)(6) 2009, the pt was discharged. On (B)(6) 2009, the cerebral infarction was determined to have been resolved.

Manufacturer narrative:
A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specs. The instructions for use (IFU) for gore tag thoracic endoprosthesis state: "the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta." The instructions for use (IFU) for gore tag thoracic endoprosthesis states under pt selection and treatment: the risks and benefits discussed in summary of us clinical studies should be carefully considered for each pt before use of the gore tag thoracic endoprosthesis. Add'l considerations for pt selection include but are not limited to: co-morbidities (eg, cardiac, pulmonary, renal). The final treatment decision is at the discretion of the physician and pt. Additionally the IFU states: complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: cardiac (eg, arrhythmia, myocardial infarction, congestive heart failure, hypotension or hypertension), death.